Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital complaining of chest pain and palpitations. The also mentioned that they think their implantable pulse generator (ipg) is going off and on. The right atrial (ra) lead exhibited possible oversensing and high thresholds. Both the ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.